Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6). It was reported that the patient died. In (B)(6) 2013, the patient presented due to asymptomatic ischemia and elective percutaneous coronary intervention was performed in the proximal circumflex artery. A 2.50x32mm promus element plus drug-eluting stent was deployed at 16 atmospheres. After that, post-dilatation was performed. Visual residual stenosis rate was 0% and the procedure was completed. Two days later, the patient was discharged. In (B)(6) 2014, the patient passed away. Cause of death was unknown.